Manufacturer narrative:
Reported lot number: 1169446.

Event description:
On (B)(6) 1994 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computated tomography (CT) scan revealed bending of most, if not all of the inferior vena cava (ivc) filter struts. There is perforation of multiple struts on the ivc wall at 4mm, 8mm, 9mm. The perforations are worse on the right lateral sides.

Event description:
On (B)(6) 1994 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computated tomography (CT) scan revealed bending of most, if not all of the inferrior vena cava (ivc) filter struts. There is perforation of multiple struts on the ivc wall at 4mm, 8mm, 9mm. The perforations are worse on the right lateral sides.